Manufacturer narrative:
No trend considering the following event is identified: revision due to pain. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient underwent left tha on (B)(6), 2015. Subsequently, the liner, head and stem were revised on (B)(6),2017 after 1 year 10 months in-vivo time because the stem was loose. Review of received data - x-rays dated aug 15, 2015 and mar 9, 2017 were received. No problems related to the head is visible. Radioluscent lines around the neck region of the stem laterally is observed. Photos of explanted stem and head were received. Erratic appearance of metal transfer is visible on the inner surface of the ball. No product was returned to zimmer biomet for in-depth analysis, according to the information received, the device was discarded. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis pain cannot be related to a single specific failure mode. Due an unclear involvement of the product in the reported event, it is not possible to perform a meaningful root cause analysis of the reported event. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary revision surgery was performed due to loose femoral stem. Therefore, the biolox ceramic head is not involved in the loosening event. In terms of the pain the patient experienced, it can not be related to a single failure mode. However, for the investigation of zimmer warsaw implants (loosening of the femoral stem) please see (B)(4) (zimmer inc., warsaw split case). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Six x-rays and 2 pictures were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on june 16, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: this is a split case with zimmer inc. (B)(4) which was reported under (B)(4) (stem: 0001822565-2017-04039). Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on (B)(6) 2015. The patient was revised on (B)(6) 2017 due to pain and loosening of the stem. No complications or delays were reported.